Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to confirm the compromised force sensor system alarm due to the motor error alarm. The pump passed the displacement, unexpected restart and self tests. The pump also passed all operating currents tested within the specification range and passed the off no power test. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners, a cracked display window, a missing end cap sticker, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call that their insulin pump alarmed compromised force system sensor and the rewind cannot be completed. The customer also indicated that the drive support cap is sticking out. The customer indicated that their blood glucose level was 95 mg/dl at the time of incident. Troubleshooting advised customer to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced.